Event description:
It was reported that during the use of the device for a non-clinical activity, the clip securing the disposable pump head to the drive motor was broken. The perfusionist that had found the unit broken said that when he came into the room that morning to set up noticed that the clip was lying on the floor. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.